Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was nnot provided.

Event description:
It was reported that the customer answered "yes" to an interruption of communication or power between pc unit and modules. There was no reported patient impact.

Event description:
It was reported that the customer answered "yes" to an interruption of communication or power between pc unit and modules. There was no reported patient impact.

Manufacturer narrative:
The report issue that there was interruption of communication or power between pc unit and modules could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue of interruption of communication or power between pc unit and modules was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿interruption of communication or power between pc unit and modules¿. Based on the crb review and the limited information provided no further investigation actions will be performed.